Event description:
It was reported that the patient experienced anterior stim in the torso. After the lead was placed, the patient spent three day in the hospital due to abdominal cramping. The entire system was removed on (B)(6). It took two weeks after the system was removed for the abdominal cramping to resolve.

Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ lead product ID 37754 lot# serial# (B)(4) implanted: explanted:; product typ recharger product ID 37744 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient. (B)(4).